Event description:
It was reported that during a routine device change out, this right atrial (ra) lead exhibited high pacing impedance measurements and noise. Additionally, high pacing threshold measurements and loss of capture were observed. This lead was surgically abandoned and replaced without complication. No adverse patient effects were reported.